Event description:
Staff were lifting a patient when the sling detached. The patient fell backwards where the head hit the floor causing multiple skull fractures. He passed away the day after. Reference MFR report number: 8030916-2013-00025.